Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon string unraveled/broke [device breakage] case narrative: consumer reported via email that the tampon strings were detaching and unraveling from the tampon. No injury was reported.